Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified right superficial femoral artery. The 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was selected to dilate the lesion. Upon first inflation, the balloon ruptured at 6 atmospheres. The device was completely removed from the patient. The procedure was completed with a 1.5x20mm coyote es mr balloon catheter. No patient complications were reported and the patient's status was good.